Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic for a follow-up, it was observed that the device had delivered unsuccessful shocks due to high thresholds caused by the patient's advanced heart failure. Defibrillation threshold testing (B)(6) 2019 failed to fall within the safety margin so the physician elected to implant a new shock coil. The patient was stable following.